Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn(B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: biomed has a 8110 module which is failing the 127mm hieght gauge accuracy test. Sn: (B)(6) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: recommended to replace the housing assembly or send in for flat rate repair due to the cost of the part. Biomed will get a po and call back for a RMA.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: biomed has a 8110 module which is failing the 127mm height gauge accuracy test. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: recommended to replace the housing assembly or send in for flat rate repair due to the cost of the part. Biomed will get a po and call back for a RMA.